Event description:
Patient was receiving inhaled veletri via vapotherm per provider order. Writer had been told by noc therapist that there were frequent issues through the night of condensation pooling in the vapotherm's hhn adapter and pooling of medication in hhn d/t circuit frequently moving. When writer entered room at 0705, I noticed the neb cup was tipped over, and there was no air flow coming from the device's nasal prongs. Neb was half full of veletri medication, as it was unable to nebulize properly due to incorrect positioning. Air flow was blocked from nasal prongs due to major pooling of condensation in the hhn adapter. Writer repositioned hhn correctly, emptied hhn adapter, and notified rn. Same situation occurred when I entered room for 0900 check. Patient was switched to optiflow per provider order. Rts have frequently discussed safety concerns/issues with providers of delivering veletri via vapotherm. The feeling of the providers is that this is a design flaw in the device. It tips over easily and therefore doesn't work. This is medication critical to patients being able to have a stable respiratory status so when it tips over (as our patient moves) it doesn't work.